Event description:
It was reported that when using the bd pyxis¿ medstation¿ es error message appeared stating, an unexpected data error occurred - cannot open database dsclientoltp requested by the login. Another error message stated, object reference not set to an instance of an object. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility:(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an error message and would not allow nurses to log in. A technical support specialist (tss) remotely accessed the station and identified that the medication applications component was missing and that the database was in suspect mode after accessing the administrative profile and reviewing it through microsoft structured query language server management studio. The tss followed the relevant knowledge article titled how-to recover / repair a corrupted dsclientoltp database to restore the database and compared transaction data between the station and the server, identifying a mismatch. The tss stopped data synchronization and maintenance services, performed a secure backup of the station database, then removed the affected database and initiated a full synchronization. The tss confirmed that synchronization completed successfully and that the station was functioning correctly with proper communication at the server level. The tss informed the customer about the case status, received confirmation that the issue was resolved, and proceeded with case closure. The system functioned as intended after the technical support specialist troubleshot the issue.